Manufacturer narrative:
(B)(4), date sent to the FDA: 4/12/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one unopened sample of product code w9913 was received for evaluation, the foil packet was observed with several wrinkles, the sample was opened and the strand was broken in multiples pieces due to has begun with the process of degradation. The functional test cannot be performed due to sample condition. The foil was inspected and multiples holes in cavity and excessive wrinkles were noted. This condition contributed to degradation of the suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. (B)(4) date sent to the FDA: 4/12/2021. Corrected information: d3.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device jc5319 batch number, and no non-conformances were identified.

Manufacturer narrative:
Date sent to the FDA: 12/01/2020. Additional information: d4 ( UDI). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 12/01/2020. Corrected information: d1, d2b, d3, d4, d9, g1, g4, h4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/27/2021. A manufacturing record evaluation was performed for the finished device lot number jcs319, and no non conformances/manufacturing irregularities were identified. Additional h3 investigation summary: a picture was received for evaluation and the following was observed. Upon to visual inspection of picture, a foil packet of product code w9913, lot number jcs319 and expire date on 2020-02 was observed. No breakage suture could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the reported complaint, since the device was not returned for analysis. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Date sent to the FDA: 1/27/2021.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. At the moment of the procedure, the thread was broken, due to contact with the hand and the thread was broken. There were no adverse patient consequences reported.